Event description:
It was reported that during a thoracic procedure, the tissue pad melted and balled up at the end. The case was completed with a suture clamp. There were no patient consequences reported.